Manufacturer narrative:
Product ID 8711, lot# n112272009; product type catheter.

Event description:
On 2015-08-24, additional information was received from a healthcare provider (hcp) via a clinical study. On 2015 (B)(6), the elective replacement indicator (eri) was at 2 months. The patient did not experience any symptoms. The morphine concentration was 15.0mg/ml and the patient's daily dose was 1.599 mg/day. Diagnostics included a bolus into the intrathecal space with the result of 0.209 catheter volume and free flow of the cerebrospinal fluid (csf). On 2015 (B)(6), the pump was replaced. It was reported as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4). Analysis of the pump found battery high resistance. Interrogation of the device determined it was used to infuse morphine 15.0 mg/ml at 0.088 mg/day, minimum rate.

Event description:
The pump was returned to the manufacturer. The return paper work indicated there was not a complaint associated with the product. The pump indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The medical record was reviewed and the event remained ongoing as of (B)(6) 2016, with no further action needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient was seen for a post op visit on 2015 (B)(6) and had peri pump fluid and redness. The patient had 3 follow up appointments that were not kept and they had not scheduled another appointment.

Event description:
Additional information received reporting that diagnostics included a bolus into the intrathecal space with the result of 0.209 catheter volume on (B)(6) 2015 and a "sideport tap" with diagnostic results of "free flow of the cerebrospinal fluid (csf)" also on (B)(6) 2015.